Event description:
The customer reportedly obtained a 188mg/dl on the accu-chek advantage system in comparison to the professional meter result of 66mg/dl. The results were obtained within a ten minute timeframe. The customer felt hypoglycemic. He was given orange juice which he consumed on his own. He was tested again on the professional meter with a blood glucose result of 56mg/dl. The customer later obtained a blood glucose result of 79mg/dl on the accu-chek advantage system at a undisclosed time after the event. No adverse event reported. New system sent to customer and return requested.